Event description:
It was reported that the pump screen was dark and would not turn on. Customer's blood glucose (bg) level was 603 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly; customer reverted to an alternate method of insulin therapy.